Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact but worn. The up and down arrow keypad buttons were intermittently responsive during testing. During investigation, there was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There is no adverse event associated with this complaint. It was reported that the up arrow keypad button was intermittently unresponsive.